Manufacturer narrative:
H.6. Investigation: DHR, maintenance record analysis and quality notification analysis were performed and no deviation was found for this batch. No samples / photos were sent by the customer making it not possible to perform an investigation and determine the root cause for the incident. The manufacturing process are validated with defined acceptance criteria. From this information it is not possible confirm the complaint. H3 other text : see h.10.

Event description:
It was reported that during use of the bd plastipak¿ 3ml luer-lok¿ syringe there was issues with loose plungers, cracks, broken luer tip, and cracks causing leakage. The following information was provided by the initial reporter, translated from portuguese to english: customer claims that the syringes have manufacturing defects, such as: loose plungers, luer broken and / or bent, preventing vacuum inside the syringe, cracks at various points, causing leakage of drugs and samples of blood (when used in collections).

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd plastipak¿ 3ml luer-lok¿ syringe there was issues with loose plungers, cracks, broken luer tip, and cracks causing leakage. The following information was provided by the initial reporter, translated from (B)(6) to english: customer claims that the syringes have manufacturing defects, such as: loose plungers, luer broken and / or bent, preventing vacuum inside the syringe, cracks at various points, causing leakage of drugs and samples of blood (when used in collections).